Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced vomiting. At the time, the cgm reading was 150 mg/dl, while a blood glucose meter reading showed 300 mg/dl. Emergency services were contacted, and the patient was transported to the hospital via ambulance. Upon arrival, a fingerstick confirmed a blood glucose level of 300 mg/dl. The dexcom sensor was subsequently removed. The patient received treatment with intravenous fluids and an insulin injection. They were hospitalized for three days and discharged thereafter. There was no documentation of additional medical evaluation or follow-up intervention. At the time of reporting, the patient was stable and continuing to recover. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.